Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter started to read inaccurately on ¿(B)(6) 2015 at 4:45 pm¿, when she obtained alleged inaccurately high blood glucose results of ¿164 mg/dl¿, ¿184 mg/dl¿, ¿189mg/dl¿ and ¿167 mg/dl¿ on the subject meter. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of obtaining the alleged high readings. She reported, about three hours after the start of the alleged issue, experiencing symptoms of ¿shaky, light-headedness, spacy, sweaty, not thinking clearly¿. She reported, on ¿(B)(6) 2015 at 5:55 pm¿, administering food and/or drink as treatment for her symptoms. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca established that the patient¿s meter was set to the correct unit of measure. The cca also noted that the patient¿s test strips had expired in may 2013. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurately high results on the subject meter, administered medication based on the results she obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.